Event description:
Surgeon using roticulator auto suture device. When completed using device the rectum was left wide open with no staples in place. There were no staples in the device. Some pelvic contamination occurred. Would irrigated bowel, then closed with suture. Co-representative notified. He picked up the device and all others with the same lot 3. Date of pick up unavailable. Note: patient and device codes do not fit this problem well.